Event description:
It was reported that insulin is squirting out of the tubing during the priming process. Customer has high blood glucose. The blood glucose reading is 324 mg/dl. Customer treated with insulin pump. Customer experiencing excessive thirst and fruity breath. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to performed occlusion or excessive no delivery test due to prim anomaly. Unit was received with cracked case at display window corners and battery tube threads. The drive support was inspected and no anomaly was noted. Unit was received with shifted end cat sticker. However, unit passed self-test basic occlusion and displacement tests.